Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by inspecting and cleaning the pump, ensuring that the o-ring was undamaged, and guiding the caller through the cartridge loading process. Initially, the caller was unable to load the cartridge successfully, but with the help of technical support, they managed to fill and load a new cartridge, completing the load process and resuming insulin delivery.